Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition and lead microfracture was suspected. The patient's heart rate was 40 bpm, despite the pacemaker programming set to a lower rate limit of 60 bpm. This rv lead was surgically abandoned and replaced. It was noted that intravenous antibiotics were administered. No additional adverse patient effects were reported.